Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2026, it was reported by an arthrex employee via email that ar-8400td lot/serial (B)(6) torpedo broke while in use on (B)(6) 2026.